Manufacturer narrative:
(B)(4). Batch #t9551l. Investigation summary: the analysis results found that the er420 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and no clips were fed into the jaws even though the device was being actuated on several occasions. The device was disassembled in order to evaluate the condition of the internal components and the clip track was noted to be damaged, not allowing the clip to advance to the jaws. In addition, 20 clips were found inside clip track. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the "clips misfired." They fed sideways, scissored, and then the device jammed. The procedure was completed with a like device with no patient consequences. There is no additional information.